Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer did not state how he treated the high blood glucose. No symptoms were reported. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 400 mg/dl and the sensor glucose reading was 48 mg/dl that triggered the insulin pump to suspend insulin delivery. Customer declined troubleshooting. No products will return for analysis.